Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was returned for evaluation. The reported "clinical adverse event" could not be confirmed.. Log files analysis indicated that, no alarms were triggered, however decreasing trend on the estimated flows and power consumption was noticed. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.84 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathological report did not reveal any evidence of thrombus within the pump. Effect of the grinding sound, per site's observation, could not be confirmed as there were no mechanical abrasions on the pump and impeller surfaces. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by (B)(4) that a patient experienced a pump thrombosis, evidenced by grinding sounds and 257 unit increase in ldh. Patient was admitted for IV heparin and integrilin. Donor heart became available during hospitalization. Patient was transplanted. No further information available at this time.